Event description:
It was reported that a mayfield 360 base unit ((B)(4)) appears to have sheared off at the bottom lower cam lever connection. The unit was not in contact with a patient and there was no delay or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.